Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this lead was thoroughly inspected and analyzed. The proximal 237 millimeters (mm) of lead was returned as it had been severed during the explant procedure. Visual inspection noted the conductor coils were deformed at areas 130, 155, 165 mm from the terminal pin. At 191 mm from the terminal pin, the conductor coils were deformed and a sharp bend was noted in the lead (image 1). Resistance testing found that cathode conductor was not intact. X-ray of the area 191 mm from the terminal pin verified the cathode conductor was fractured (image 2). Analysis was not able to determine where the suture sleeve had been located while the lead was implanted.

Manufacturer narrative:
To date, the explanted leads have not been returned to boston scientific. Upon receipt, the leads will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that this atrial lead exhibited impedances greater than 3,000 ohms with sensing and pacing failure. The ventricular lead impedance was 350 ohms. The patient was not symptomatic and had an intrinsic pulse around 60bpm. The device was reprogrammed to vvi configuration and a revision procedure was planned. Prior to the revision procedure, the lead was evaluated a second time. Atrial impedances were greater than 3,000 ohms and sensing failure was confirmed. No anomalies were observed in the ventricular channel. During the revision procedure, fluoroscopy was performed and revealed that the lead was bent around the suture sleeve area. A lead fracture was suspected, however, could not be confirmed. Under the fluoroscopy, it was difficult to confirm which lead was damaged; the atrial or ventricular lead. Therefore, the ventricular lead was also replaced. Both the atrial and ventricular leads were removed and successfully replaced. The explanted lead were returned for analysis. No additional adverse patient effects were reported.